Event description:
It was reported that there was a black dotlike substance attached to the area where approx was printed in wound drainage.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a black dot-like substance attached to the area where approx was printed in wound drainage.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample shows the bulb inside the packaging. The second photo shows the product packaging information. The third and fourth shows the foreign material inside the open packaging. Visual evaluation of the returned sample noted one opened (without original packaging), suction bulb evacuator. Visual inspection noted foreign material measuring .60mm2 and located inside the packaging. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation a labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a black dotlike substance attached to the area where approx was printed in wound drainage.